Manufacturer narrative:
Hamilton medical ags conclusion for the event is: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: display does not light up.